Event description:
On 2/12/97, the pt had correction of mallet tip deformity left ring digit with c-wire fixation. A c-wire 3.5cm was used. On 4/16 pt was to have removal of pin. X-ray showed pin to be in excellent position in both proximal and middle phalanx, however, pin was broken at entry point into middle phalanx. The part of pin and/or c-wire that was in distal phalanx was removed. The surgeon did not remove the part in middle phalanx.